Event description:
This is about the large volume of "battery damaged" problems that we are experiencing with baxter colleague infusion pumps. I am a biomed at hospital with a small department of 2 biomeds -including myself- and a working supervisor. Before the fall of '07 when baxter performed their battery recall and updated all of our pumps I saw approx 5 - 10 pumps per week with valid problems. After the "upgrade" including up until now, I'm getting 20 - 30 pumps per week with nearly all of them being the "battery damaged" alarm. I informed baxter of my frustrations with the unacceptable increase in problems and they offered to come in and "educate" our nurses about keeping the pumps plugged into ac. I have purchased hundreds of batteries, at our expense, to fix these pumps because it takes me much less time to replace a battery than it does to send it to baxter. For example, to send a pump for a warranty repair I have to assign a hospital purchase order for tracking purposes, send that order to purchasing as well as log it into our biomed records, call baxter to obtain a RMA# for each pump, box up each pump with the RMA# on the proper form in it and the label on the outside and then take it to my shipping department where I process the ups shipment. Each pump takes around a half hour to send out. Multiply this times 8 pumps 2-3 times per week along with storing of baxter shipping boxes and containers and you can see my problem. However, replacing the batteries myself doesn't solve anything either because a pump whose batteries were replaced 1 month ago can, and does, show up this month with "battery damaged" if it was left unplugged for a length of time. If my department was somehow able to replace, at the same time, all the batteries in our 500 pumps that would buy as only a couple of weeks before the "battery damaged" units would start coming in again. Our baxter rep did manage to get us a couple of cases of replacement batteries free of charge which helped as far as expenses but that may have been a one time event. He continues to offer to come in and perform "education" for us-"keep them plugged in"- in my opinion, there are two truths regarding this issue. One is that our hospital probably isn't as diligent as it could be about keeping unused pumps plugged into a.c. But I would imagine that would not be uncommon among many hospitals. Two is that baxter colleague pumps with the new battery "upgrade" have been a disaster for our biomed department and hospital. I have been a biomed for 12 years and before that a field engineer for a major medical equipment manufacturer of defibrillators for 10 years and have never experienced a piece of equipment that was "engineered" to become unusable, needing a complete battery replacement, when it has a battery charge below what it considers acceptable. The baxter flo-gard pumps we had previous to colleague's gave us no battery problems. Our defibs, monitors of all variety, and other pumps, all give us normal battery performance even when left unplugged for a time. Most all have an internal backup to retain their configurations and the batteries recharge to an acceptable capacity. I recently called baxter tech support to see if they were doing anything to fix this problem with a real solution and I was told, again, we need to keep our pumps plugged in. A real solution that would help us would not be more free batteries, or an easier process to ship them in, and certainly not more education to "keep them plugged in" but for baxter to be responsible and fix the problem that they created. Thank you.